Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., a.4.

Event description:
Healthcare professional reported "deflation". Healthcare professional later reported "capsular contracture, baker grade ii". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Laboratory analysis summary the device related to the reported event of deflation/capsular contracture was received on dec 09, 2024, with lot number 2191633. Based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure crease wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation". Healthcare professional later reported "capsular contracture, baker grade ii". This record is for the left side. Device has been explanted. Capsulectomy performed.